Manufacturer narrative:
(B) (4). The ge service rep found the power supply cord failed. The system was repaired and operates as intended.

Event description:
The customer reported that the system did not x-ray. No pt injury was reported.